Event description:
Background: tevadaptor received FDA approval in september 2007. Teva received FDA approval for the lyophilized treanda product in 2008 and launched the liquid formulation in november 2014. It is important to note that the lyophilized product does not contain n, n dimethylacetamide (dma) whereas the solution launched in november 2014 does contain dma. The issue with use of dma and tevadaptor was previously identified and communicated to healthcare providers. In december 2008 a field safety notice was sent to all tevadaptor customers advising them not to use drugs containing n, n-dimethylacetamide, and the instruction leaflet supplied with each tevadaptor was updated to include a warning against the use of drugs containing n, n-dimethylacetamide. Complaints: following the launch of the liquid formulation of treanda in november 2014, teva began receiving complaints reporting that tevadaptor was melting while being used with new, liquid treanda product. The first complaint was received in december 2014. To date, teva has received (B)(4) similar complaints. It's important to note that no adverse events or occupational exposures were reported. The complaint was investigated by the tevadaptor manufacturing facility. The investigation found that tevadaptor was manufactured according to the approved processes with no related incidents or deviations observed. The investigations conducted did not identify any manufacturing related root cause for the reported complaints. In addition, teva performed a health hazard evaluation, which concluded the probability of serious adverse health consequences in patients is unlikely because of the likelihood of early detection of device malfunction by healthcare providers preparing the liquid formulation of treanda for intravenous administration. However, there is a possibility of serious adverse health consequences in healthcare providers preparing treanda for intravenous administration using the tevadaptor system; however the probability is low. Conclusion: a field safety notice dated december 8, 2008 was issued for tevadaptor, indicating the device is incompatible with drugs diluted in n, n-dimethylacetamide (dma) and should not be used with such drugs. The tevadaptor IFU states the following text in the warning section "do not use the drug containing n,n-dimethylacetamide (such as amsacrin or busulfan)." The treanda labeling states the product contains n,n-dimethylacetamide. Based on the investigation conducted, review of the labeling and the facts stated above, it is concluded that this incident was not caused by any quality related defect. The issue was caused when the complainant combined both products against the warning in the tevadaptor IFU. Teva filed MDR 9611423-2015-00001 for tevadaptor complaint pr (B)(4) on january 26, 2015. Although no adverse events were reported and a true device malfunction had not occurred, teva filed the MDR out of an abundance of caution. Although no quality defects were found with either product, based on the potential for serious health risk associated with misuse of the tevadaptor device, teva regulatory affairs will contact FDA per the established guidance on dear health care letters to evaluate the need for a letter. Teva will also evaluate product labeling of both the tevadaptor and the liquid formulation of treanda to determine if any additions to the content would be value added.